Event description:
The affiliate reported the customer alleged a rocker bed did not advance system message occurred during a sample analysis involving coulter lh 750 hematology analyzer. Upon inspection, the customer noticed several drops of blood and diluent mixture on the needle cartridge and noticed several drops went down into the analyzer. The customer had on personal protective equipment (ppe): laboratory coat, gloves, and eye protection when the liquid was discovered. The customer noticed the sample tube had a needle in the rubber stopper and noted the needle inside the cartridge was broken. The customer stated patient results were not impacted and no erroneous results were released out of the laboratory. The customer utilized an alternate coulter lh 750 analyzer to test samples. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
On (B)(6) 2012, the customer replaced the needle cartridge, performed several samples and observed the operation closely. The customer did not note any issues with aspiration or leaks. The customer stated when the field service engineer (fse) called, he reported to the fse the issue had been resolved and that the engineer did not need to come to the facility. The customer confirmed there were no new leaks and that the unit was in normal operation. Needle cartridge. The customer has an exposure control/risk management plan at the facility. (B)(4).